Event description:
As reported, the basket of an ncircle delta wire tipless stone extractor would not close completely. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. There were no adverse effects to the patient reported.

Manufacturer narrative:
E1 - name and address: postal code (B)(6). E3 occupation: strategic sourcing analyst. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: h6: medical device problem code (annex a), component code (annex g) investigation evaluation description of event: as reported, the basket of an ncircle delta wire tipless stone extractor would not close completely. Attempts to acquire additional information from the user facility were executed, however no additional information was provided to cook in response to this incident. There were no adverse effects to the patient reported. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One ncircle delta wire tipless stone extractor was returned in an open package with label. Handle was actuated, and the basket would not open/close fully. The returned device was found to have a basket that did not fully close due to sheath damage. The basket sheath was bent in multiple locations, preventing the basket from functioning properly. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU, provides the following information to the user: "precaution: do not use excessive force to manipulate this device. Damage to the device may occur." Based on the information provided, inspection of the returned device, and the results of the investigation, the cause of this event could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.